Event description:
A customer reported experiencing a cartridge alarm 30 issue during the pump's load process. Despite the malfunction, the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue and decided to replace the pump. The customer was informed of the necessary steps to return the faulty pump and will use multiple daily injections as a backup therapy while waiting for the replacement.